Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the release pin that fell out of the device handle. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). After device preparation was completed on the clip delivery system (cds), the cds was being brought to the patient from the prep table, when the release pin just fell out of the device. The device was not aggressively handled during preparation to make the release pin fall out. The pin was re-inserted and appeared secure enough to successfully complete the procedure. The procedure continued with successful implantation of one mitraclip, reducing mr to grade 1 to 2. After the procedure, the little ball from the release pin was found on the table. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined the reported unstable release pin appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.